Event description:
Patient came in for routine f/u and received an error message for excessive current drain. The device was implanted over 5 years ago and at the last check up in (B)(6) 2009 was reporting expected eri in 4 months. The device was not reset and explant was recommended. On (B)(6)2010 - this device was returned without oos documentation from boston scientific. Per the following physician's office, this device was explanted on (B)(6)2010 and replaced with a boston scientific pacemaker. This event now meets our FDA reporting requirements.